Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
Additional information was received and provided clarifying information of the reported event. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-02505 and 1225714-2014-02506. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the event to be myocardial infarction.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR #1225714-2014-02505 and 02506.